Event description:
Clinical study. It was reported that 372 days after a carotid artery stenting procedure the patient experienced in-stent restenosis. The target lesion was located in the ostium right internal carotid artery, with 75% stenosis and was 18mm long with a 5.5 mm reference vessel diameter. The physician treated the lesion was with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 5%. The patient was discharged the next day. 372 days after the index procedure, the patient had an ultrasound. The core lab ultrasound report noted a 50-79% target lesion stenosis in ostium right internal carotid artery. The event is based on the core lab data. In the opinion of the physician the relationship of the restenosis to the nexstent is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.